Manufacturer narrative:
Device has been returned for evaluation but the evaluation is not complete at this time. When the evaluation is complete, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the product was in use for seven days when necrosis of the skin was found at the infusion site. The needle was removed from use. According to user facility, the portal system was explanted from patient. No permanent adverse effects to patient reported.